Event description:
The customer reported bubbles in a single row on the microplate. The presence of bubbles is an indication that insufficient sample and/or reagent volume have been dispensed. Ortho summit sample handling system instrument reportedly did not generate an error message. No death or serious injury was associated with this incident.